Event description:
User experiencing discrepant tsh results since 2008. Only the following three examples were provided, which occurred on or after 2008. Patient 1, 2008, initial result 0.133 uiu/ml, repeat gave 7.78 uiu/ml. Patient 2, 2008, initial result 0.091 uiu/ml, repeat gave 1.47 uiu/ml. Patient 3, 2008, initial result 0.077 uiu/ml, repeat gave 2024 uiu/ml. Initial results were not reported. Customer refused visit from field service representative. If additional information is received, appropriate notification will be provided.